Event description:
Contact called stating that they had changed the batteries and now half of the numbers are not showing. They stated that the meter was really old and they needed a new one. A review of the system was performed over the phone. The review indicated that the meter was missing segments in the 100s, 10s and units positions of the display. The customer was asked to return the meter for further evaluation and a replacement meter was provided. The customer was invited to call 24/7 with future questions/concerns.